Event description:
It was reported that a patient reported to the emergency room on (B)(6) 2025 with sepsis and ventricular tachycardia related to the sepsis. Imaging on (B)(6) 2025 also revealed a thrombus on the right atrial (ra) leadless pacemaker (lp) and adhesions on the tricuspid valve. The physician did not allege the infection or adhesions were related to the leadless pacemaker system or any related procedures. Subsequent imaging on the 21st revealed that the ra lp had dislodged to the patient's groin. Antibiotics, anticoagulation, and a mechanical aspirator were utilized to address the thrombi and adhesions. There was decreased i2i throughput and loss of pacing as a result of the dislodgement. Antibiotics, anticoagulation, and a mechanical aspirator were utilized to address the thrombi and adhesions. The device was then removed on (B)(6) 2025. Patient was stable during and after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.